Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that it was not possible to close the lid of the sagittal saw handpiece device because either the lid of the sagittal saw handpiece device was deformed, or the sagittal saw device was deformed. It was reported that there was a ten minute delay in the procedure and an unspecified spare device was available to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the patient is in good condition. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the lock-plate was deformed. The lock-device can be switch from "lock" to "unlock position" without pressing the push-button. It was noted that the turning knob was loose and the lid was not tight anymore. The assignable root cause was determined to be due to construction/design being false, defective. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.